Manufacturer narrative:
The following device was also listed in this report: v40 cocr lfit head 36mm/0; cat#6260-9-136; lot# dw1y7y. It cannot be determined if the noted device may have caused or contributed to the patient's experience. It was noted that the reported device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to pain. A 36 +0 lfit v40 head and 36f 0° liner were revised to a biolox 40mm ceramic head with sleeve, and a 40f 0° liner. Rep provided primary operative report, primary and revision implant sheets, x-rays, vitals, and an explant picture, and reported that no further information is available.